Event description:
A patient sample known to contain anti-e initially resulted as negative on galileo; repeat testing on galileo also resulted as negative.

Manufacturer narrative:
A service call was made. All tubing between pipettors and dilutor pumps was replaced. Ran 2 cell screen assay on 9 samples; an unexpected reaction was observed on 1 sample. Additional service has been requested. The customer did not return product or sample for investigation testing.